Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an anterior communicating artery (acom) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician accessed the aneurysm using a non-penumbra microcatheter through the neuron max 6f 088 long sheath (neuron max). The physician then jailed the microcatheter into the aneurysm using a non-penumbra stent and attempted to place the first smart coil. The smart coil was introduced into the microcatheter and about three-fourths of the coil advanced smoothly out of the microcatheter and formed a nice shape in the aneurysm. The physician then encountered resistance and was unable to advance the last quarter of the smart coil out of the microcatheter. Therefore, the smart coil was removed, undamaged and the procedure was completed using six additional smart coils and the same microcatheter without further issues. There was no report of an adverse effect to the patient.